Event description:
The implantable cardioverter defibrillator (ICD) was interrogated and found in safety mode. The device was successfully reprogrammed to full functionality; however, the ICD was then explantd nine days later due to a low battery status. Premature depletion was suspected.